Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 145 lbs. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), mood swings ("hormonal changes/ hormonal changes describe: mood swings") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), food allergy ("allergic or hypersensitivity reaction type: food"), rash ("rashes or skin conditions type: hands and feet"), migraine ("migraines / headaches"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2019. At the time of the report, the abdominal pain, mood swings, rash, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage, food allergy, migraine, weight increased, irritable bowel syndrome and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, irritable bowel syndrome, migraine, mood swings, rash, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6)2010: total bilateral occlusion. Lot number: 713452 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-mar-2020: pfs received: previously reported event- hormonal level imbalance was replaced with specific event mood swings, onset date of previously reported events- genital bleeding, dyspareunia was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a 39-year-old female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight 145 lbs. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), food allergy ("allergic or hypersensitivity reaction type: food"), rash ("rashes or skin conditions type: hands and feet"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, hormone level abnormal, rash, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage, food allergy, migraine, weight increased, irritable bowel syndrome and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, migraine, rash, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Lot number: 713452 manufacture date: 2010-02 expiration date: 2013-02. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) old female patient who had essure (batch no. 713452) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight (B)(6) lbs. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), food allergy ("allergic or hypersensitivity reaction type: food"), rash ("rashes or skin conditions type: hands and feet"), migraine ("migraines / headaches"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), irritable bowel syndrome ("ibs"), dysmenorrhoea ("dysmenorrhea (cramping)") and vulvovaginal pain ("vaginal pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery (ablation and total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, hormone level abnormal, rash, dyspareunia, vaginal discharge, fatigue and vulvovaginal pain outcome was unknown and the genital haemorrhage, food allergy, migraine, weight increased, irritable bowel syndrome and dysmenorrhoea had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, food allergy, genital haemorrhage, hormone level abnormal, irritable bowel syndrome, migraine, rash, vaginal discharge, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-feb-2020: pfs received: new events were added: case has become incident. Previously reported event "injury" replaced with new event. Abnormal bleeding (general), hormonal changes, allergic or hypersensitivity reaction type: food, rashes or skin conditions type: hands and feet, migraines / headaches, dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, ibs, dysmenorrhea (cramping), vaginal pain, abdominal pain. Lot number were added. Event onset date, event outcome lab data were added. Reporter information were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.